Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of rerg0453 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the patient that she has had her catheter implanted for 10 years, in the left side of chest. A few weeks ago the patients nurse broke the clamp, it was decided to remove the catheter. A new catheter was implanted on the right side of the chest. No harm to the patient was reported.